Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that after the sheath was inserted into the pt's femoral artery, the intra-aortic balloon (iab) was threaded over the spring wire guide (swg) for insertion. The user was unable to pass the iab over the swg due to "a lot" of resistance. Therefore, the iab was removed from the swg and another iab was passed over the already inserted swg without difficulty. There were no reported pt complications.